Event description:
Additional review/technical support was sent to boston scientific technical services (ts). Ts noted that the challenge of managing replacement times when it comes to these devices. Also discussed the magnet rate, battery status, battery status gauge, and longevity remaining calculations and the challenge in managing replacement times with the various calculations. Ts noted that this device was implanted in (B)(6) 2006, over 10 years ago, and with a 1.47ahr battery, nominal longevity is 8-9 years. Ts noted that it would be interesting to see the follow-up from last year and review all the battery status indicators.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow up this device declared end of life (eol). The last check of the device showed 3.5 years remaining, thus premature depletion was alleged. A device change out was planned, the patient was not pacemaker dependent. No adverse patient effects were reported.

Event description:
Additional information noted that a revision took place that a revision took place, the patient was asymptomatic even though the device battery was at eol. It was noted that the right atrial thresholds had increase since the last follow up and this could have resulted in increased output although this was not confirmed.